Event description:
It was reported that the procedure was to treat a concentric and moderately calcified lesion in the mid right coronary artery. The 4.0 x 18 mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed successfully. During removal through the guiding catheter, the distal shaft separated. There was no resistance noted. The entire system was removed as a unit, including the separated portion. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.